Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat the circumflex artery. The 2.50x12mm trek balloon dilatation catheter was used successfully; however, it was observed the size marking of the device was washed out on the hub. There was no letting on the hub. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.